Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose level of 2.5 mmol/l and treated with carbohydrates. Reservoir was leak. Insulin pump won't turn on. Insulin pump was exposed to moisture. Customer stated that they see fluid under the screen. The device will not be returned for analysis.